Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision it was observed that the lead was not correctly seated in device header. The old lead was replaced and a new implanted with good connection. Patient condition was fine, there were no adverse consequences.